Event description:
(B)(4). Initial report: this non-serious spontaneous report from (B)(4) was received from a physician via our affiliate (B)(4). This report involves a male pt who was administered sculptra (poly-l-lactic) on (B)(6) 2005, on an unk date, (B)(6) 2005 and (B)(6) 2007 (dosage and indication not provided). No medical history or concomitant medications were indicated. This physician reported that a pt had developed a small nodule on each side of his cheeks after his third treatment with sculptra, which was administered on (B)(6) 2005. Doxycycline was prescribed and the nodules were responding. A fourth sculptra treatment was administered on (B)(6) 2007, making sure the current nodules were avoided. Between (B)(6) 2007, further nodules had developed and a second course of doxycycline was prescribed. The nodules were still palpable on (B)(6) 2007, but were not as evident. This pt is due for follow-up in approx three weeks. The reporter's causality assessment was not indicated.